Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The rv ring, lv ring and df- header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that this device was explanted as a result of pacing impedance measurements greater than 2,000 ohms. The local area sales representative suspected a possible header issue. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.